Event description:
It was reported that during a laser lithotripsy procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identify that the fiber was broke on two pieces. The reported fiber break was confirmed. In addition, upon microscopic inspection it was identified that connector was in good condition and the fiber tip was degraded. The fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. It is probable that a partial body break or kink could have occurred during the set up and use, and when the fiber was fired it caused the break. The instructions for use (IFU) states inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that during a laser lithotripsy procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.